Event description:
Phlebotomist opened 2 packages of zig butterflies. Both missing part of the tubing and cap on the end where syringe attaches. Phlebotomist suspected when package was being sealed, part of the tubing was sticking out and cut off.